Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two drill bits failed during the surgery for a comminuted fracture of the tibia. The two roving ends were also retained, the plate found another location on the tibia. There were no reports of patient harm or of a surgical delay. This is a veterinary case that involved a (B)(6); male, (B)(6) dog. No human patient involved. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis device used in a veterinary case. No patient information will be reported. Device instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: investigation summary for article 310.140 with lot no.: f-14365 (2 devices are involved) an investigation summary was performed. The investigation of the complaint articles has shown that the drill bits are broken off at the end of the flute. Also we found that the remaining flutes areas are worn out. The manufacturing review, of both articles, shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of the breakage. Due to the wear and tear signs, we can assume that these products were often and intensive used instruments. We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. The microscopic analysis of the broken surfaces shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. We are not able to determine the exact cause of this occurrence as no detailed clinical information is available and therefore no corrective action can be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.